Event description:
The patient called to report that the unit was giving multiple motor error alarms as well as other alarms. The patient stated that she had an MRI scan done yesterday, and the device was left in her purse. Troubleshooting was performed, and the drive support cap was flush. The device was out of warranty, but the patient did not want to discuss her replacement options. She stated that she would be going back on manual injections, and would call back if she decided to continue on insulin pump therapy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.